Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. G2: literature - montagna, a., marescalchi, m., cinelli, v., sangaletti, r., andriollo, l., benazzo, f., rossi, s. (2025). A novel knee implant for total knee arthroplasty meets expectations at 10 years. First long-term follow-up report of clinical outcomes and survivorship. Knee arthroplasty, 2026 apr;34(4):1318-1326. Doi: 10.1002/ksa.70037. H6: component code: mechanical (g04) - femur. The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed as part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained that reported a study from italy. This study prospectively followed and retrospectively evaluated patients who underwent total knee arthroplasty using a cemented persona knee between january 2013 and december 2014. The purpose of the study was to evaluate the clinical and radiological outcomes, as well as long-term survival rate of this anatomic total knee replacement design. The study reviewed 116 knees in 106 patients (44 males, 72 females). The study population had a mean age of 65.3 years at time of surgery with an average bmi of 27.39. Patellar resurfacing was performed in 113 knees. Follow-up was conducted at 1, 3, and 6 months postoperatively then annually with a mean length of follow-up for 11.1 years and a minimum of 10 years. It was reported that 2 patients were revised due to persistent pain.